Event description:
It was reported that a clinical nurse observed micro bubbles in the infusion tubing of a flo-gard IV solution administration set. This was noted during continuous infusion of 1000ml (over a day) of normal saline solution at 42ml/hour, which had been started a few days before the incident occurred. The set was connected to the patient¿s peripherally inserted central catheter. The patient observed the air bubbles pass through a colleague triple channel pump without any sensor alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.